Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: during the case, cutting was dull and the grasping was too weak. Another device was used to complete the case.